Event description:
It was reported that the patient had the inflatable penile prosthesis cylinder and pump components removed due to cylinder rupture. A new inflatable penile prosthesis cylinder and pump components were implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
H3 device evaluation: the ams700 ipp cylinders were visually inspected and functionally tested; no leaks were found. There was a hole in the inner tube of cylinder 1 and broken fabric threads present which resulted in a bulge when the cylinder was inflated due to fluid between the inner and outer tubes. The leak of the inner tube is likely the result of fatigue. Cylinder 2 performed within specification. The ams 700 momentary squeeze (ms) pump was visually inspected. The kink resistant tubing (krt) was worn to the filament; however, no leaks were present. The pump was not functionally tested due to the confirmed allegation of a cylinder rupture in cylinder 1.

Event description:
It was reported that the patient had the inflatable penile prosthesis cylinder and pump components removed due to cylinder rupture. A new inflatable penile prosthesis cylinder and pump components were implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.